Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. The customer was provided a replacement device to resolve the issue.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. There was no adverse event reported.